Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) disconnected from the line and leaked during the cisplatin infusion. The following information was provided by the initial reporter: "cisplatin infusion - connection from the infusion to the patient became detached, chemotherapy was leaking."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) disconnected from the line and leaked during the cisplatin infusion. The following information was provided by the initial reporter: "cisplatin infusion - connection from the infusion to the patient became detached, chemotherapy was leaking."